Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.